Manufacturer narrative:
The results, method, and conclusion codes will be provided in the final report.

Event description:
It was reported that there were episodes of post-paced t-wave oversensing on the right ventricular lead. Technical support was contacted and recommended reprogramming to resolve the event. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event.